Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found.

Event description:
It was reported that the external pulse generator (epg) stopped while in use on a patient. Despite replacing the battery, the epg did not function. Another epg was then used. The epg was sent for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found no anomalies. This event occurred outside the us where the same model is distributed. Without a lot number or device serial number, the manufacturing date cannot be determined. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).